Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and bent cannula infusion set. The customer's blood glucose in the morning of (B)(6) 2017 was high, at noon blood glucose was 411 mg/dl. Customer had been nauseous all morning. Customer's blood glucose at the time of the call was 508 mg/dl and treated by bolus through the insulin pump. Blood glucose dropped to 459 mg/dl after a manual injection. Customer performed troubleshooting for bent cannula and high blood glucose. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The customer was instructed with the proper preparation process and insertion techniques. The product will not be returned for analysis.